Event description:
Information was received from a patient(pt)who was implanted with an implantable neurostimulator (ins) for urge incontinence and uri nary/bowel dysfunction. It was reported that about scanning pt with a "broken" lead. There was no information available as to the definition to "broken" lead was at this point. Appeared pt recently moved to the area and was not established with urology physician had only seen nurse practitioner (np). Reviewed MRI guidelines.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10. Product ID 978b128 lot# va303t; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.